Event description:
On 01/06/2026, xtrallux received communication that while a user was cleaning their device, they claimed there was a burn in the plastic cover.

Manufacturer narrative:
The device was returned on 01/09/2026, and upon receipt of the device and visual inspection, there was evidence of extensive physical damage to both the laser dome shell and board assembly. The damage observed on the device could present an electrical safety hazard and the user was informed that the device is no longer safe to operate in its current condition. There were no signs of a "burn" as reported, thus the complaint was unconfirmed. The root cause is user damage. Within the device's IFU, which was reviewed by the FDA through the 510(k) review process, states "care should be taken to protect the integrity of the device. It is recommended to keep your xtrallux device in its protective storage case between uses to prevent accidental damage and avoid excess wear and tear. Take care when removing cables from power sources, gently unplugging cables without exerting excess tension on device cables". The IFU also warns users to not operate the device if any components are damaged, and to not exert excessive force as it can cause damage. The risk is captured in the device's risk assessment and determined to be acceptable.